Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer addressed alarms by changing out pump supplies and resuming insulin delivery. System check was performed with tandem technical support and blockage was found in the tubing. Reportedly customer was using fiasp insulin. Customer's blood was 180-200 mg/dl at time of event.